Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 31-jul-2017. The regional service center (rsc) service log review revealed several low no alarms raised occuring with zero injector module (im) flow (peak ,average, and current). Inspection of the im receptable cable resulted in an improperly recessed pin. This is consistent with an electrical connectivity problem as indicated by the zero flow values. The 90164 im receptacle cable was replaced due to this finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was low no caused by recessed pin on injector module receptacle. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a device issue with inomax dsir d(B)(4). The reporter stated that a (B)(6) old premature male had been being receiving inomax to treat respiratory distress syndrome (rds) and high fio2 demand. The patient was being mechanically ventilated and was receiving inomax at a set dose of 18ppm. At approximately 07:15 hours, the device displayed a low nitric oxide (no) alarm and the monitored value decreased to 0ppm. The reporter stated that when the monitored value decreased to 0ppm, the patient's oxygen saturation decreased to "the sixties" from a baseline oxygen saturation of 85%. The oxygen saturation value remained below the baseline value for approximately three to four minutes until returning to the baseline value of 85%. The reporter stated the fio2 was increased for "a few minutes", but reporting second hand, she did not know the actual value and stated the patient chart did not capture that information. The bedside staff verified the circuit connections to the oscillator breathing circuit and performed a successful low calibration. Following the low calibration the monitored no value returned to the expected level. The reporter stated the set no dose was 18ppm and the monitored no value read 18ppm after completing the low range calibration. The reporter went on to state that according to her staff the monitored value had displayed a value of zero "a couple times" over the past couple days, so the decision was made to replace the device. The day shift rt changed to another device the morning of (B)(6) 2017 prior to calling the mallinckrodt. The reporter did not know when or how many times this may have occurred or if there was any oxygen desaturation or patient involvement with the past situations. The reporter did state that, based on the information gathered from the bedside staff, a low range calibration of the inomax dsir monitor seemed to resolve the monitored value issue each time it occurred. According to the reporter at the time of this report, inomax delivery continues as expected and the patient is stable at baseline. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.